Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the regarded event of broken device: the xen injector is a single use mechanical delivery system for the xen gel implant. The gel implant is preloaded in the xen injector which houses the gel implant during insertion and delivery into the eye. The xen injector allows the surgeon to advance and deliver the gel implant to the desired location. The xen gel implant and injector should be carefully examined in the operating room prior to use. If the slider travel lock is absent or the slider of the xen injector has actuated, the gel implant could be potentially damaged, and should not be used.

Event description:
Medical professional reported that a "xen implant didn¿t exit the applicator, it slipped back into the applicator, just as if the end of the implant was glued to the cannula."